Event description:
It was reported the device was used during an unknown procedure. It was reported the linear cutter fired and after the procedure was completed the staple line came open and the pt was returned to the or for reoperation.